Event description:
It was reported that during a splenectomy procedure, the device was used for the hilum lienis. The device became non-functional at the second stroke at the first firing. The jaw was opened with the manual release lever and bleeding was confirmed from the hilum lienis. As the bleeding was found, the jaw was closed again. After that the jaw was going to be opened, but it did not open. Therefore, another device was used to resect the tissue of the pt's side. However, as the bleeding was not stopped, the operation was converted into the small open surgery.

Manufacturer narrative:
Anticipated, but unavailable at this time.